Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the drainage bag wasn't working properly. The flap was blocking the urine from draining, unless it¿s forced through. It sits in what he's calling a basin. Additional information was received from the customer and stated that the clear basin thing where the hose connects to the bag part, there was a white flap inside there that looked like the back of the catheter bag, and it was blocking the urine from draining into the bag. Per customer, yet when he cleaned the bag, that flap pushed out of that basin thing, and it still had an issue in draining urine out of the tube into the bag unless the urine was forced through. There was no patient harm reported.

Manufacturer narrative:
The device history record for lot 2412815964 was reviewed and no anomalies related to the reported issue were observed. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.